Manufacturer narrative:
As reported, a portion of a 6f avanti plus std 11cm .038-inch introducer fractured during sheath removal and remained inside the patient during an electrophysiology procedure. The retained fragment was subsequently removed by vascular surgery. There was no reported patient injury. The lot is unknown. The intended procedure was a radiofrequency ablation (rfa). No other avanti plus was used, and the product was stored, handled, and prepped according to the instructions for use (IFU) with no device damage noted before opening, no difficulty removing it from sterile packaging, and no issues during preparation. The separated cannula or needle did not remain on the wire or within the sheath, and after the patient was transferred to the vascular surgery department, it was surgically removed. The device was not returned, no procedural images were available for review, and the lot number is unknown so a phr could not be performed. The reported ¿cannula ¿ separated¿ could not be confirmed because the device was not returned and images were not provided. In addition, the lot number is unknown; therefore, a product history review could not be performed. Therefore, the exact cause of the reported event could not be determined. Because no device damage was noted prior to insertion, procedural and handling factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use, and any product with damage is not to be used. Information for safety is provided in the product labeling to make the user aware of relevant risks. According to the instructions for use (IFU), this product is intended to be used by a trained professional using a standard catheterization technique, includes precautions to avoid device damage, and states that complications may occur at any time during or after the procedure. Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a portion of a 6f avanti plus std 11cm .038-inch introducer fractured during sheath removal and remained inside the patient during an electrophysiology procedure. The retained fragment was subsequently removed by vascular surgery. There was no reported patient injury. The lot is unknown. The device will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.